Manufacturer narrative:
The reported field experience of a stripped left ventricular set screw was verified in the lab. Upon receipt, the left ventricular set screw was unable to engage with test leads because it was stripped with septum material inside. The septum material was removed from the device set screw, and a test lead was able to fully insert and secure into the device header. The event occurred during a lead revision, which suggests that the set screw damage is procedure related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-16792. It was reported that during an unrelated procedure, it was observed that the set screw for the existing implantable cardioverter defibrillator (ICD) was stripped and could not be successfully screwed to the replacement lead. The ICD was replaced. The patient tolerated the procedure well with no complications.

Event description:
The patient's weight was (B)(6).